Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up #1 (07/16/2014)-device evaluation: the test strips involved with this complaint have been returned on 07/16/2014 and evaluated by lifescan product analysis on 07/16/2014 with the following findings: the test strips have passed all testing with no faults found and the primary complaint could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.

Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultralink meter is giving inaccurate high reading of ¿219 mg/dl¿ compared to another meter reading of ¿255 mg/dl.¿ this complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2014, the patient took 5 units of apidra insulin based on the alleged reading of ¿219 mg/dl.¿ within 45 minutes, the patient reportedly developed symptoms of ¿shakes and tingling feeling.¿ there was no report of any required medical intervention at the time of concern. During troubleshooting, the patient confirmed the meter to other meter comparison was performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results is within the expected value of <= 30% and/or <= 30 mg/dl. The unit of measurement was set correctly at the time of testing. This complaint is being reported because the patient had symptoms suggestive of hypoglycemia after she took insulin based on the reported lfs meter reading.